Manufacturer narrative:
The explanted devices were not returned for evaluation since they were discarded at the facility.

Event description:
A report was received that a patient's precision system was explanted. The patient was not receiving adequate coverage. According to the physician's assessment, only one side of the paddle lead was working. The patient is reportedly doing well.